Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (belt latch not secure) has been confirmed. Upon investigation the monitor¿s latch does not secure with the electrode belt. The failure was isolated to the guide pins on the monitor's belt receptacle being stuck. The root cause for the damaged pins was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported a monitor's latch was not secure.